Manufacturer narrative:
The initial MDR with manufacturing report number (8021545-2026-00356), was submitted on 20-feb-2026. Upon completion of the investigation, the manufacturing date was updated as 05-nov-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: review of complaint record database (B)(4) event description and all available information and assigned malfunction codes patient device incompatibility/ biocompatibility - problem it has been determined the complaint does not allege a product malfunction has occurred. Photos were provided along with the complaint, and review showed skin irritation issue. Conclusion of complaint investigation: lot number 6015752 was provided, however, as no product malfunction was alleged: no retain sample testing is required to be conducted. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. A batch record review was completed for 6015752, which was manufactured on 05-nov-2025 with a total of (B)(4) units. All quality control tests during the manufacturing process were fulfilled and released without issue. As the harm code reported is related to infection, sterilization record number (B)(4) for lot number 6015752 was reviewed, no issues were identified. The visual evidence supports the reported harm; however, as no product malfunction has occurred and the biological evaluation for the ewis device documents that it is biocompatible and complies with all applicable standards and requirements, no device-related deficiency has been identified. Nevertheless, even though all materials and substances have been thoroughly evaluated and tested, it can never be completely ruled out that patients with known allergies to specific components may experience a reaction. Investigation supports biocapability between patient and adhesive. Corrective and preventive action (CAPA) determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in slovenia. It was reported that patient faced skin irritation at the site after inserting infusion set. The insertion site was gluteus. No further information available.